Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed, due to a pinhole on the bending section cover. In addition to the peeling in the adhesive around the objective lens. Additional evaluation findings were as follows: the bending angle in the up direction did not the meet standard value, the video connector was deformed, and the adhesive on the bending section cover had a chip. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that when using an endoeye flex deflectable videoscope, there was an air/water leakage. There was no patient harm associated with the event. The device was returned and evaluated. And upon estimation, the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens glue peeling issue could not be determined, however, the event was likely the result of repetitive use stress, external factors and or user handling. The event may be detected by following the instructions for use which states: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿. ¿inspection of the endoscope¿. ¿ inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. Wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean¿. Olympus will continue to monitor field performance for this device.